Manufacturer narrative:
H10: additional manufacturer narrative: updated: h6 per new information received.

Manufacturer narrative:
H10: additional manufacturer narrative . Updated h6 per new information received.

Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. The device was not returned for evaluation, as it is unavailable for return per follow-up with hospital. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number:  (B)(4).

Event description:
It was reported via patient registry that a 29mm mitral valve was explanted and replaced with a non-edwards valve after an implant duration of 3 years, 2 months due to dehiscence, eccentric regurgitation, and severe paravalvular leak. Patient was discharged on pod #12. Per medical records there was a large area of dehiscence in the area of a3 and p3. In addition, the old abscess cavity was found under the aortic valve with somewhat tenuous tissue in that area. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.